Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 the atrial lead was found to be dislodged in the right ventricle. The lead will remain implanted and monitored. The patient condition is stable.

Event description:
New information notes that atrial lead was repositioned with acceptable sensing, impedance, and pacing thresholds.